Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the black sheath of the tip-up fenestrated grasper instrument fractured into three fragments which fell into the patient and were retrieved in the same procedure. Due to the damage, the instrument could not be realigned and removed through the cannula. The procedure was completed. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument for failure analysis (fa). The instrument was found with a broken main tube approximately 2.02 inches from the distal tip. Damage was observed on components adjacent to the break. Additionally, the proximal clevis was dislodged from its original position due to the break in the main tube. Upon removing the instrument housing and loosening the clamping pulley screws, the main tube was separated from the proximal clevis. A visual inspection revealed that all internal cables remained intact. Material was missing from the outer surface of the main tube. Additional information: isi received the seal accessory for fa and was returned with no reported complaint. There was no damage found to the seal. Isi received the cannula accessory for fa and was returned with no reported complaint. There was no damage found to the cannula.